Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a loss of connection. The root cause of the permanent connection loss could not be determined. The reported issue of pairing failure is reportable based on the finding of loss of connection.